Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was removed from the arm without any issues. A review of the logs showed no failures. Additional observations not reported by the site were identifed. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.070- 0.148 in length and were not aligned with the tube axis. This failure is typically associated with mishandling/misuse. The instrument was found to have thermal damage at the top of the yaw pulley. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that during a da vinci assisted surgical procedure, the maryland bipolar forceps instrument was unable to work. The surgeon used the instrument release key (irk) to resolve the issue. The procedure was completed with no reported injury.